Manufacturer narrative:
Concomitant medical products: product ID: 1458q, product type: lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with bacteremia and vegetation was observed on the leads. It was determined the cardiac resynchronization therapy defibrillator (crt-d) system needed to be explanted. The patient was transferred to another hospital for the extraction. A new crt-d system was implanted 2 months later. No further patient complications have been reported as a result of this event.